Manufacturer narrative:
The device was received for evaluation. The investigation proceeds since complete data such as infusion speed and dose to be supplied are not obtained, it is decided to read the downloaded alarm history and the data provided to the client, the supply time is 12 hours. Taking the alarm history, this gave us an infusion rate schedule of 41.7 ml/h with a delivery dose of 500 ml over a 12 hour period. An attempt was made to replicate the failure, starting programming at 6:00 p.m. And ending at 6:00 am, obtaining as a result a delivery of 500.4 ml with an end-of-dose alarm at the end of the test. Subsequently, the performance verification test (pvt) protocol is executed where all the tests pass satisfactorily. A review of the 12-month history was performed and no similar complaints were found for the pump, and no similar patents were issued. The last record was a preventive maintenance.

Manufacturer narrative:
Additional information: patient's height is 154cm and cofepris regulatory reference number (B)(4). The device was returned for evaluation; however, testing is not yet complete.

Event description:
The event involved a plum 360 where it was reported that the device ended earlier than programmed. A geriatric patient in the hospitalization area was being infused with physiologic solution in a peripheral intravenous line for maintenance of hypoglycemia. The infusion pump was programmed for the administration of a continuous solution for 12 hours. The alarm did not sound as programmed or specified by the manufacturer. The event occurred during patient use and it was reported that a medical intervention was required, by means of monitoring with the help of laboratory tests, observing renal parameters. There was no harm to the patient.